Event description:
It was reported that during a coronary stenting treatment procedure, the stent was damaged. The lesion was located in the moderately tortuous, moderately calcified and 90 % stenotic mid right coronary artery. The physician first predilated the lesion with a non-bsc 3.5 x 15 mm balloon. Then the physician advanced the 4.0 x 32 mm liberte bare metal stent to the lesion and experienced difficulty crossing. The device was removed and "the physician confirmed the stent's proximal edge was rolled up by resistance with guide catheter's tip." There were no pt complications. The procedure was successfully completed with another 4.0 x 32 mm liberte bare stent.